Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV.

Event description:
Company representative on behalf of the patient "late seroma, severe capsular contracture, and total adhesion of the implant to the capsule were found, conditions that caused intense pain and risk of worsening the clinical condition, requiring urgent surgical intervention for removal of the implants and breast reconstruction. Such complications are directly related to the widely publicized problems involving allergan brand breast prostheses, which were subject to a worldwide recall in 2019 due to risks of adverse reactions". Healthcare professional reported "surgical indication was due to the development of late seroma, a condition associated with this specific type of implant, and in accordance with current medical recommendations that advise removal of allergan biocell implants upon the appearance of complications, such as late seroma, due to the increased risk of breast implant-associated anaplastic large cell lymphoma (bia-alcl)", "presence of bia-alcl was ruled out" and "pain in the pectoralis minor and scapula region, with radiation along the radial nerve pathway". Later, healthcare professional reported capsular contracture baker grade IV. Surgical intervention: en bloc capsulectomy, reconstruction with mastopexy and autologous fat grafting. Treatment: combined therapy, muscle release, theragun, physiotherapy. Later the healthcare professional reported "fibrous capsule with synovial metaplasia, dystrophic calcifications and blood clot". This record is for right side. The device has been explanted. The device will not be returned.